Event description:
It was reported that the power cord is loose and will not connect to unit. Additionally it was reported that there was no patient involvement.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed. Visual inspection found that the line cord was loose. The root cause of the reported issue was found to be the nut holding the line cord tight. Became loose. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.d5 and e4 information is unknown.